Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error unknown was not resolved with troubleshooting.

Manufacturer narrative:
Product code for this device is nbw.

Manufacturer narrative:
Follow-up#1 ((B)(4) 2012): correction - to the classification of this compliant. The initial report was submitted on 05/22/2012. According to the customer service representative's documentation on 05/14/2012, the reported meter issue was resolved with training/troubleshooting. This complaint has been re-classified as a rule-out.